Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the collar was on the optia device. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that the IV pole on the optia equipment unexpectedly lowers down. No adverse event occurred and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that the IV pole on the optia equipment unexpectedly lowers down. No adverse event occurred and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.